Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the pusher assembly. The pod4 pusher assembly was kinked in multiple locations throughout its length. The embolization coil was detached from the pusher assembly and had a fractured stretch resistant wire (sr wire). The non-penumbra microcatheter was fractured in its distal shaft, with visible stretching and deformation of the material proximal and distal to the fracture. The non-penumbra microcatheter could not be withdrawn out of the non-penumbra sheath for further visual analysis. Conclusions: evaluation of the returned devices revealed the non-penumbra microcatheter was stretched and deformed, fractured, and stuck inside the non-penumbra sheath. Further evaluation revealed the pod4 sr wire was fractured and the embolization coil was detached from the pusher assembly. If a microcatheter becomes stretched, deformed, and fractured while a pod4 is being advanced or retracted through it, damage such as sr wire fracture may occur. Fracture of the sr wire will allow the embolization coil to detach from the pusher assembly. Further evaluation revealed the pusher assembly was kinked in multiple locations. This damage was likely incidental, and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod4s. During the procedure, the physician successfully deployed and detached a pod4 using a non-penumbra microcatheter. The physician then felt resistance advancing a second pod4 through the microcatheter, and the pod4 began to take shape just outside of the microcatheter. The physician was unable to advance or retract the pod4 and therefore, the physician removed the microcatheter with the pod4. It was found that the pod4 had unintentionally detached within the microcatheter and broken into multiple pieces. The procedure was then completed by using a new microcatheter and a new pod4. There was no report of an adverse effect to the patient.